Event description:
A micro-driver rx coronary stent delivery system length 18mm, diameter 2.5mm was used to treat a slightly calcified lesion with 90% stenosis in a patient's very tortuous om1. It was reported that the stent dislodged during the procedure. The lesion was pre-dilated with a 2.5x15mm voyager balloon for 45 seconds at 10 atmospheres. The protective covering was removed from the stent without difficulties. The physician inspected the stent prior to use and there were no issues noted. The stent advanced normally over the wire and through the guide catheter. The physician was unable to deliver the stent to the lesion and it was reported that the stent dislodged in the ostium of the circumflex when attempting to go from the ostial circumflex into the om1. The stent dislodgement was not recognized during the initial procedure. The patient returned 10 days later with chest pain and the undeployed stent was found in the circumflex location. This suggests the physician failed to follow the procedural instructions in viewing the advancement of the delivery system through the guiding catheter to the target lesion under direct fluoroscopic visualization. The stent was removed by surgery and the lesion was treated with coronary bypass. Patient was reported to be fine post procedure and no clinical sequelae have been reported. The cd of procedural images was not returned to medtronic for evaluation but the stent delivery system was returned for evaluation. On review of the returned device there was no stent present on the un-inflated balloon which confirms the complaint. There were crimp bake impressions evident along the body of the balloon indicating that the stent was crimped onto the balloon during manufacturing. Some balloon folds were partially open most likely due to the absence of the stent. It appears most likely that the vessel/lesion morphology may have impacted on the deliverability of the stent and resulted in the subsequent dislodgement.

Manufacturer narrative:
Evaluation codes, results: conclusion: tortuous vessel with 80% stenosis, failure to view procedure under direct fluoroscopic visualization. Intervention required, coronary bypass.